Event description:
It was reported by svc report that the IV pole was broken and there were sharp edges exposed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole.